Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the cocr rod broke after the pedicle substraction osteotomy procedure. No further information provided. Concomitant device reported: unknown screw (part # unknown, lot # unknown. Qty unknown), unknown set screw (part # unknown, lot # unknown. Qty unknown). This report is for one (1) rod, 480 mm. This is report 1 of 2 for (B)(4).